Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 18.4mmol/l. Customer was admitted to the hospital. Customer stated that they got insulin flowed block 5 times on sunday and monday. Customer was advised to run 5.0 unit fixed primed and insulin exit the tubing. Customer was explained the possible causes for the insulin flow blocked. Customer was advised to speak with his diabetes nurse and have his site checked.